Event description:
Customer reported that she received a no delivery alarm during bolus. Customer declined troubleshoot and stated she will change the infusion set as soon as she could and the insulin pump is delivering insulin at the time. Blood glucose value was 173 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.